Event description:
Hamilton medical ag received the following event description: it was reported that the device alarmed with oxygen supply failed. Patient was on high flow o2. Fio2 was set to 100%, fio2 reading was at 98%. The ventilator was exchanged. No harm to the patient was reported.

Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4). Investigation ongoing.